Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (2432235-2014-00410) on july 7, 2014. July 21, 2014 - additional information: siemens healthcare diagnostics inc. (Siemens) completed their investigation into the reported two sample identification numbers on one glass slide by the advia autoslide system. Siemens received the glass slide from the customer and confirmed that it was two different overlapping sample identification numbers on the one glass slide. The cause of the event is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics inc is investigating the reported two sample identification numbers on one slide by the advia autoslide system. The cause of this event is unknown.

Event description:
The customer contacted siemens healthcare diagnostics and reported that the advia autoslide system produced a slide with two sample identification numbers. The slide results were not reported to a physician. There are no known reports of patient intervention or adverse health consequences due to the reported slide having two sample identification numbers.